Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system onsite and confirmed that having a system problem. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system problem during lateral arm movement. Fse checked the system logs and found the microswitch error. To resolve the issue, fse replaced the microswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that having an system problems. No harm was reported to philips. Philips has started an investigation of this complaint.